Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if any deviations were identified with the reprocessing performed. Therefore, the root cause of the material remaining in the device could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿the instruction manual cf-h185l/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿ olympus will continue to monitor field performance for this device."

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the plug unit had a defect due to corrosion. Insulation resistance value did not meet specification due to a chip on the plastic distal end cover. The objective lens and the light guide lens had a crack. The connecting tube had buckling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material on the air/water cylinder, the jet tube, and the nozzle. It was unknown when the issue occurred. There were no reports of patient involvement.